Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted .the pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was 152 mg/dl. The customer stated that the down arrow is not responding on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.